Event description:
During the coronary artery bypass procedure, the surgeon deployed the seal outside the aorta so the seal did not deploy "properly". The surgeon used a replacement unit to complete the procedure. No pt complications were reported by the hosp. Failure analysis performed in 2004 confirmed the reported observation.